Manufacturer narrative:
(B)(4). The insulin pump not received stuck in manufacturing mode. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Detailed trace analysis confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay and damaged keypad overlay texture. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had power error detected alarm. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.